Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview 7xb for dissection, a white line was observed on the monitor. The dissection tip was detached from the endoscope and the white line was no longer observed. When the dissection tip was reattached, the white line was again observed. A crack or scratch could not be identified on the dissection tip by the hospital with visual inspection. The same device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).